Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7080630/7081056.

Event description:
It was reported that the patient experienced pain at the ipg incision site. The patient underwent a revision procedure wherein the leads were replaced, and the patient was doing well postoperatively. The explanted devices were not returned due to hospital policy.